Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided the device was manufactured on 08/13/2009. A review of the sales history to the account did not return any results. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope presented blurry images on video screen. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2015 08:29 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope presented blurry images on video screen. The device was used to complete the procedure. The hospital did not report any patient effects.